Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that review of the remote home monitoring data found that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in shock impedance measurements over a five month period. It was noted that the shock impedance has been high and out of range for six months. Boston scientific technical services (ts) was consulted and discussed bringing the patient into the office. The patient was brought into the office one week later where the shock impedance measurements were high and out of range in all configurations. Ts was consulted and discussed options for further troubleshooting including the possibility of administering a 1.1 joule shock. At this time, the rv lead and ICD remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed where the right ventricular (rv) lead was surgically abandoned due to a suspected lead fracture. The implantable cardioverter defibrillator (ICD) was also explanted during the procedure. A new ICD and rv lead were successfully implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that the right ventricular (rv) lead fracture was confirmed at the clavicle via x-ray. It was also noted that during the revision procedure pacing system analyzer (psa) testing occurred. The rv lead also yielded the high out of range pacing impedances when connected to the psa.